Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 134 mg/dl. Customer stated that she had a motor error occur around 9:30pm and then she switched the battery. When the customer was rewinding and priming, the pump kept going through the loop. Customer is already in the process of getting a 530g insulin pump. Customer would like to get a loaner device. Customer stated that when the motor error alarm occurred, the pump started counting up and then went completely blank. Customer put in a new battery and it let her do the rewind and fill tubing, but when she tried to do the fill cannula, the pump won't let her get to that point. The pump keeps going back to rewind and trying to fill the tube. Customer stated that they are unable to exit the preparing to prime loop. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.